Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false positive troponin (tni) results on the triage cardiac profiler compared to another device, access ii from a (B)(6) female who went to the emergency department. Physicians at the emergency department stated no clinical correlation between triage results and lab pt condition. Pt was still in the emergency department and it was not known if the pt was admitted.